Event description:
During an atrial fibrillation procedure, the amplifier was flashing amber resulting in cancellation of the atrial fibrillation ablation. The amplifier was rebooted several times and was able to reboot up to solid green. After about 10 minutes, the status light changed back to amber. It was attempted to disconnect all connections and powered it off for a few minutes. The amplifier was then rebooted to green but changed back to flashing amber. The atrial fibrillation ablation was then stopped, and the procedure was continued and completed on with flutter line using x-ray. There were no adverse patient consequences.

Manufacturer narrative:
One ensite velocity¿ amplifier was received. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to an intermittent catheter amplifier board in slot 6. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.